Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. However, it is known that the customer used the set with a power injector set. The label copy does not specify that this set is approved for use with a power injector. The industry standard in the united states is that if the labeling does not specify the maximum pressure and flow rate, it should be assumed that the device is not intended for use with a power injector pump; therefore, the direct cause is use error as a power injector was used with this set.

Event description:
It was reported the tubing of clearlink continu-flo solution set ruptured at the distal y-site. This occurred during infusion using a power injector. The reporter stated that the computed axial tomography (cat) scan technician attached the injection tubing to the y-site of the set rather than disconnecting the set and attaching the injection tubing directly to the power rated IV catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 3